Event description:
It was reported that the patient went to the emergency room because the device alarms were sounding. It was noted that the right ventricular lead had a high lead impedance. The lead remains still in use. No patient complications have been reported as a result of this event. It was further reported that there was oversensing on the right ventricular lead. The lead was capped and replaced.

Event description:
It was reported that the patient went to the emergency room because the device alarms were sounding. It was noted that the right ventricular lead had a high lead impedance. The lead remains still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, with 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:04 and (B)(6) 2011 02:15:04. The weekly pace impedance trend data showed a gradual increase for min and max rv pace= 712 to 2272 ohms range between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed high resistance/impedance, with two - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:04 and (B)(4) 2011 02:15:04. The weekly pace impedance trend data showed a gradual increase for minimum and maximum right ventricular pace= 712 to 2272 ohms range between (B)(4) 2011.